Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states brake will not stop chair. Chair continues to roll. No injury or property damage was reported.